Manufacturer narrative:
The reported complaint that "the autopulse platform (s/n (B)(4)) displayed 'system error, out of service, revert to manual CPR' upon powering up" was confirmed during archive data review and functional testing. The root cause of the reported complaint was the drivetrain motor brake gap being out of specification (too wide), likely attributed to aging, wear and tear. The autopulse platform was manufactured in (B)(6) 2013 and is almost 9 years old, well beyond its expected service life of 5 years. During visual inspection of the autopulse platform, it was noted that both the front and bottom enclosures had multiple cracks in their screw well areas. The observed physical damages are unrelated to the reported complaint and appeared to be the characteristics of harsh impacts, likely due to user mishandling. In addition, a section of the adhesive-backed user interface (ui) membrane switch assembly had separated from the platform top cover lcd, allowing dirt and debris to collect underneath. This observation is also unrelated to the reported complaint and may be attributed to wear and tear. The damaged enclosures and the (ui) membrane switch assembly were replaced to address these issues. A review of the archive data showed a system error, user advisory (ua) 139 (unable to hold compression position) around the customer's reported event date; thus, confirming the reported complaint. During functional testing, the autopulse platform displayed "system error, out of service, revert to manual CPR" upon powering up; thus, confirming the reported complaint. Troubleshooting the problem determined that the drivetrain motor brake assembly air gap was too wide, out of specification. This caused the autopulse to stop functioning with a system error, per design. The brake air gap could not be adjusted and continued to open out of specification. The defective drivetrain motor assembly was replaced to address the system error, ua139. Following service, a brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (s/n (B)(4)) was successfully used to resuscitate a patient in cardiac arrest. As per the customer, the platform functioned as intended during use. Later, during device check, the autopulse platform displayed a "system error, out of service, revert to manual CPR" upon powering up. The customer was unable to clear the error message. No patient involvement.